Event description:
It was initially reported to philips healthcare that the heartstart mrx device would not power up on battery power. There was no reported patient involvement and/or impact. Additional information provided revealed the battery was not charging.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.